Event description:
Additional information was received that oversensing occurred and resulted in incorrect interpretation of signals and inappropriately activated ventricular fibrillation therapy assurance (vfta).

Event description:
During a remote follow-up, there were no egms available on the device printout. No intervention has been performed. The patient is stable with no consequences and will continue to be monitored.